Event description:
Additional information was received from the consumer who reported that the pump has been empty since (B)(6) 2018 and had been alarming for about 6 months. The alarm goes off every hour and a half. The patient further stated that probably about 5 months ago, the pump had started to move and flip and the catheter started to ¿pull¿ 3 weeks ago. The patient had pain in her back that started 3 weeks ago. The patient also stated the pump had started to ¿shock¿ her off and on since about the 1st week in (B)(6). The patient was seeking a new healthcare provider and requested physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient heard a 'beeping' and the pump was 'making a noise' for the past two months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration) 5.0 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018. It was reported that in (B)(6) 2018 the healthcare provider (hcp) stopped filling her pump as the hcp does not take her insurance anymore. The day they stopped filling the pump they put 8 mg in the pump. After the pump ran out of medication the patient went through withdrawals and it was ¿not pleasant¿ (approximately (B)(6) 2018). The past two months the pump was causing her a lot of pain, discomfort and was pulling. The patient was seeking a healthcare provider who will take the pump out. No further complications were reported.